Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the third new cartridge was successfully fitting onto the pump and insulin delivery was resumed. The customer's blood glucose level was 168 mg/dl.